Event description:
It was reported that the pulse generator had exhibited a diagnostics anomaly following external cardioversion. Device reprogramming was performed and the anomaly was cleared. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.